Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory notification. Upon interrogation, the left ventricular lead exhibited low impedance. Upon reinterrogation, the lead exhibited high impedance and high capture threshold. After the device was reprogrammed, all electrical measurements were normal. The patient was fine would continue to be monitored.